Event description:
During stent deployment, the balloon burst at 16 atmospheres.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the unit was returned with the stent no longer present, as it was deployed during the course of the procedure. Functional testing: traces of dried contrast medium were noted within the balloon, hub, and inflation lumen. The crown stent was not returned since it was deployed. Functional examination: the balloon was inflated with water, using an indeflator, which revealed the presence of a pinhole-type leak source, 2.3 cm proximal to the distal tip. Microscopis examination: further evaluation using scanning electron microscopy (sem) on the balloon leak site revealed tears in the polyurethane coating of the balloon over the site of the pinhole. Following careful removal of the urethane coating from the balloon surface, the pinhole was re-examined. Also, evidence of external surface abrasions intersecting and within the pinhole tear edges was noted. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion. The exact origin of the abrasions was not determined. Please note each unit is tested for functional integrity following the crimping process. The damage does not appear to be manufacturing-related.